Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during normal follow-up, noise with inhibited pacing and causing non-sustained rv oversensing was observed. Myopotential oversensing was suspected. Programming changes were made. Patient's condition was stable during the check.